Event description:
New information reported that the patient had received an x-ray which confirmed the lead dislodgment.

Event description:
It was reported that the right ventricular lead exhibited a drop in sensing and an increase in capture threshold and impedance. Noise resulting in inappropriate anti-tachycardia pacing and high voltage therapy was also noted. The physician stated that the patient experienced twiddler's syndrome, resulting in lead dislodgement as well as migration of the implantable cardioverter defibrillator. High voltage therapy was disabled until the lead and pulse generator were removed on 8/10/2018. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during surgical procedure. The lead was otherwise normal.